Event description:
During troubleshooting, it was discovered the customer incorrectly loaded a vitamin b12 reagent pack into the incorrect slot on the carousel involving access 2 immunoassay system. It is unknown if patient results were generated or released out of the laboratory. There has been no report of patient injury or change in patient treatment associated with this incident. Beckman coulter customer technical support (cts) guided the customer through verifying the physical inventory reagent packs matched the user interface inventory. After completing troubleshooting, beckman coulter cts advised the customer to retest the patient sample in tandem with quality control (qc) to ensure proper system operation. The unit was in normal operation.

Manufacturer narrative:
Service was not dispatched as the issue was resolved through troubleshooting, and the customer did not question system performance. The cause of the incident is due to operator error. This medwatch report is related to MDR 2122870-2012-01052.